Event description:
It was reported that the patient lead was placed too superficially and, therefore, could not provide contraction. The patient underwent revision surgery, in which the lead was replaced to address the issue. The revision surgery was successful, with no patient harm or injury report due to the event. Functional testing was performed on the returned lead assemblies. The leads were found to be operating as intended.

Manufacturer narrative:
Further investigation of the event indicates the device functioned as intended. However, the surgeon reported that the patient was more significant in size than his regular patient. The surgeon did the initial implant procedure the same way as a regular patient. The patient reported she could only feel little stimulation on the left side and nothing on the right side. The patient was reprogrammed for six months but saw a slight improvement. The surgeon decided to perform revision surgery to replace the leads because of the patient's size and believed the leads were placed too superficially. The patient is now able to feel stimulation bilaterally. Based on the information, the issue is not a reportable event and is purely a procedural technique by the surgeon: no adverse event or product malfunction. Updated the manufacturing date updated the implant date corrected h6-FDA code reporter information mml complaint reference # (B)(4).